Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to sore throat,nasal/throat irritation or soreness.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information about an alleged sore throat,nasal/throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an external and internal inspection. An unknown white, and black contamination (dust-like) at the air inlet of the blower box. In the iso port, on top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Potential fluid deposit spots on the bottom of the blower motor, indicating potential water ingress. Gray, and black dust-like contamination in the bottom of the enclosure. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer concludes, there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and they was not able to confirm the complaint or address the symptoms specified. In this report, section h6 has been updated.